Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) had a grommet and/or set screw problem. After three attempts the ipg did not work so another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.